Event description:
It was reported that while using the bd phoenix¿ pmic/ID-109 that there was discrepant results. The following information was provided by the initial reporter: customer reports discrepant results on antibiotic resistance.

Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility, short incubation. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This complaint is for false resistance for vancomycin (v) with staphylococcus epidermidis when using panel phoenix pmic/ID-109 448609 batch 2152607. The customer provided one panel return, phoenix generated lab reports and log files for the investigation. The customer did not provide an isolate for the investigation. To investigate, the one (1) customer returned panel and four (4) retention panels from the complaint batch 2152607 were tested using qc isolate s. Epidermidis (pos3644) on a phoenix instrument and evaluated for vancomycin (v) mic results. For a total of five (5) panels tested. During investigation, all five panels tested yielded satisfactory mic results for qc isolate s. Epidermidis (pos3644) and vancomycin (v). Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaint on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h.10.

Event description:
It was reported that while using the bd phoenix¿ pmic/ID-109 that there was discrepant results. The following information was provided by the initial reporter: customer reports discrepant results on antibiotic resistance.